Event description:
Country of complaint: (B)(6). Thread breaks, needle detaches.

Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. This is the second complaint of this code batch received for the same reason, the first one was closed as justified after the analysis. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. We have tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. We also have tested the needle attachment of the sample received and the results fulfil the requirements of the OEM. When opening the samples we have found that the needle was detached from the thread inside the packaging in 1 case. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: we have opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).